Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event country in colombia. It was reported that the patient experienced insulin flow blocked alarm due to the infusion set cannula was bent and the event occurred on (B)(6) 2026. No further information available.